Event description:
Legal counsel for the patient reported that the patient underwent left total hip arthroplasty on (B)(6), 2010. Subsequently, patient alleges increased metal ion levels. It is unknown whether a revision procedure has occurred. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent left total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2012 due to patient alleges elevated metal ion levels, pain, discomfort, soreness, dysfunction and loss of range of motion. The head was removed and replaced with a biomet head and liner while the cup remains implanted. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-01029 and 01034). The user facility was notified of the event . In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay a revision procedure occurred and the reason for revision, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01029-1 / 01030-1).